Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the device turned off and the patient thought it was because of the low charge, but was not sure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient first began noticing the device turning off on (B)(6) 2016. It was also stated that the circumstances that led to the device turning off was that the patient was not charging enough. The patient also reported that they experienced an onset of their old tremors and the issue was resolved by the patient receiving the directions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.